Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated follow-up, an abbott employee noted the device in the next operating room was being explanted due to infection. The patient is currently awaiting a new implant and was in stable condition.